Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring before the issue, and the malfunction code was displayed as "malf 0". There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reappeared.